Manufacturer narrative:
The previously reported conclusion code was removed as it no longer applies.

Event description:
On (B)(6) 2014, information received from a healthcare provider (hcp) reported that the patient's pump was reprogrammed on (B)(6) 2014. Additional information from the healthcare professional via the product surveillance registry indicated that the pump was reprogrammed on (B)(6) 2014 and (B)(6) 2015. The outcome was unresolved at time of "study exit/death/study closure".

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported that the patient had abnormal, persistent, uncontrolled pain/loss of pain relief. The pump was reprogrammed on (B)(6) 2014. A catheter access port (cap) study was performed on (B)(6) 2014, which was noted to be abnormal, unable to withdraw from port or infuse during study. A catheter revision was performed on (B)(6) 2014 to replace the distal piece. The event was noted to be related to the catheter. The patient outcome was noted as ongoing as of (B)(6) 2014. The medication in the pump was not specified. It was later reported that the catheter was occluded. The pump system was being used to deliver morphine, clonidine, baclofen and bupivacaine.